Event description:
The hcp reported that the pump stalled twice. Motor stall recoveries were recorded in the event logs. Electromagnetic interference was not suspected. The patient was extremely sensitive to changes in dosing and experienced withdrawal during the motor stall. Additional information has been requested. A follow-up report will be submitted if additional becomes available.

Manufacturer narrative:
.